Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the host pc failed to bootup. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the power on fault with host pc. The defective part was returned to failure analysis which was able to confirm that the failed component(s) were dimms. Fse replaced the host pc. After the replacement of the host pc, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the host pc failed to bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.